Event description:
It was reported that the ilet user attended a birthday party, ate more than usual, and experienced hyperglycemia with a peak blood glucose of 351 mg/dl. The user received multiple correction doses and later experienced hypoglycemia down to 54 mg/dl, and oral glucose was used to treat the low. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem related to meal handling and an incorrect meal size announcements was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.